Manufacturer narrative:
H4: the lot was manufactured on an unspecified date in december 2023. H11: the actual device and retained samples were provided for evaluation. Visual inspection of the returned sample and retention samples did not identify any abnormalities that could have contributed to the reported condition. The device underwent a functional flow test by spiking the set into a saline bag and flow of liquid was confirmed throughout the set. A second functional test was performed where the set was loaded into an infusion pump. The functional test was performed at a flow rate of 100 ml/hour with a volume of 20 ml for 12 minutes, and the flow of liquid was observed throughout the set with no issues. Retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water via a calibrated provaset; no leak was observed. The reported condition was not verified on the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set had a "flow problem¿. This occurred before use. There was no patient involvement. No additional information is available.